Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin irritation on (B)(6) 2016. Patient's mother stated that their healthcare provider advised that she call dexcom for recommendations on how to address the irritation. No additional event or patient information was provided.